Event description:
The customer reported a diluent fluid leak of approximately one half cup (0.5 c.) From a coulter lh 500 hematology analyzer while running quality controls (qc). The leak was not contained within the instrument and diluent comparison out of limits error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015. The fse found and replaced leaking tubing at pinch valve (pv48) to resolve leak and errors. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).